Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece overheated. Additionally, there were error codes 11 and 12 and the wheel was stuck as well. There was no patient involvement. Upon follow up, it was confirmed that the handpiece overheated suddenly during a face procedure. There was a delay in the surgical procedure as a result of this event. A back up device was used.

Manufacturer narrative:
Analysis results found that the cable was kinked and there was damaged connector. The motor was seized and had dried saline. Over heating complaint could not be confirmed due to the motor was stuck inside the housing. Collet and wheel lock were also stuck and seized due to dried saline. Since no parts can be salvaged the item was scrapped. (B)(4). If information is provided in the future, a supplemental report will be issued.